Manufacturer narrative:
Product analysis: visual review of the implant confirmed the ¿ears¿ of the -03 top peek component are broken off, the -03 component itself is broken off from the titanium base, and the vertical post on the -07 peek anterior ramp is broken off and not returned for analysis. Microscopic examination of the -03 peek top component scalloped features identified material deformation, suggesting physical obstruction during attempted implantation which prevented full insertion into the vertebral disc space. Visual, optical and microscopic examination of the front-facing tab on the -03 peek top component did not identify witness marks or deformation consistent with angulation during attempted assembly. The above observations are consistent with implant fracture due to brittle overload during attempted implantation.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a minimal invasive transforaminal lumbar interbody fusion at l4- l5 levels due to lumbar stenosis. During the surgery, the peek part of the elevate broke off the graft while inserting into the disc space. The product came in contact with the patient. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.